Event description:
It was reported that the customer experienced elevated blood glucose levels (approx 500 mg/dl). Reportedly, customer performed troubleshooting and pump passed delivery system check. Cartridge is changed every 4-5 days. Customer switched to manual injections to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.